Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v177511, implanted: (B)(6) 2008, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3889-28, lot# v176885, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported that she needed to find a hcp (healthcare provider) that takes her insurance because the patient had moved several times and it had been quite a while since she had her implantable neurostimulator (ins) checked. The patient was experiencing a loss of therapeutic effect. The patient was not sure it was working right. Over the last 4-5 months it had gotten to where she had to get up a lot during the night and when she was walking to the bathroom she had to stop dead in her tracks and wait until the urge was past or she will pee herself. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.